Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, h2, h4, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-oct-2022 to 02-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis medstation es system drawer failed to open. A field service engineer adjusted rails tightness and lubricated auxiliary drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed to open, preventing the user from removing medications during a patientcare workflow. The customer stated that the nurses needed to walk to the next section to obtain the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed due to the faulty rails. A field service engineer adjusted rails tightness and lubricated auxiliary drawer 5 to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open, preventing the user from removing medications during a patientcare workflow. The customer stated that the nurses needed to walk to the next section to obtain the required medications. There were no adverse events or injuries reported based on this event.